Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Medical records received and reviewed for MDR reportability. Patient had head and liner revision on (B)(6) 2012 for infection. Stem/cup/screw will be MDR no's based on the amount of time between implant and infection. Head and liner will be reported for infection. At this time, no infection has been alleged per litigation.

Manufacturer narrative:
This medwatch has been duplicated on another complaint. So this medwatch is being rejected.